Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low voltage and no external power alarms despite changing the battery clips, system controller and recalibrating all the batteries. It was said that all the batteries were fully charging and all green lights were present on the battery charger. The patient was admitted to the hospital and placed on wall power. Log files were submitted for review and captured no external power alarms and low voltage events on an unknown date due to the clock running at default timestamp. The cause of these events was due to the power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events. Log files from the patient's previous system controller were submitted for review. The log file did capture some intermittent indications of a weak connection between the batteries and battery clips. It was noted that the system controller from both sets of log files were about 5 years old. The patient's system controller, modular cable, battery clips, and batteries were exchanged the next day on (B)(6) 2026. It was noted that there was some corrosion on the patient batteries and that they had one set of bad battery clips. X rays of the driveline were also performed. Log files from the new system controller were submitted for review and appeared to capture a system controller exchange on (B)(6) 2026 at 1618 and low voltage hazard/ advisory events noted at 1620-1621 while on battery power. There was no further voltage events noted in the log afterwards.

Event description:
It was later reported that the cause of the clock not being set on system controller (B)(6) was due to the emergency backup battery not being charged and the clock reverted back to default settings.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the clock being at a default timestamp and low voltage alarms was confirmed via log file analysis. Review of the event log file revealed data at a default date and time of 01jan2000. Clock not set alarms were active throughout the entire log file. The onset of the alarms was not captured due to being overwritten by newer events. Throughout the log file, while connected to 14 volt batteries, intermittent power cable disconnect and low power hazard alarms activated due to relative state of charge (rsoc) invalid faults associated with either the white or black power cable being outside the expected voltage range. The alarms were not associated with power source exchanges and resolved either on their own or by exchanging external power sources. The alarms did not affect the system controller¿s ability to operate the pump at the set speed. No external power alarms were observed in the log file and have been addressed under the mobile power unit investigation. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the low voltage alarms was unable to be conclusively determined through this analysis. Per the provided information, the root cause of the clock not being set was the backup battery not being charged; however, a further root cause was unable to be conclusively determined. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 IFU (rev. D), section 7- ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A), section 5- ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot all alarms, including clock not set, power cable disconnect, and low voltage alarms. Heartmate 3 IFU, section 4 - ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. Heartmate 3 IFU, section 2 ¿ ¿system operations¿, explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.